Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: surgeon was able to oversew the issues with noted with the gastrojejunostomy and the patient stayed on the scheduled pathway and was discharged in a day. The surgeon stated that the safety mechanism was on when it was handed to the assistant. The assistant is familiar with circular devices. Photographic analysis: one photo was provided; tissue can be appreciated, the tissue seems to be cut and no staples are visible. This is correct as the staples deliver should be on the patient side and not on the cut tissue showed on the pictures. Based on the photo evidence the event described could not be confirmed and the root cause of the complication cannot be determined. The analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y procedure, the anvil was inserted through the gastrostomy and brought the spike out of the roux limb. The orange indicator was dialed down to the small part of the green window and the device was fired. There was a crunch as expected the device was fired plastic to plastic. The device was released by turning one half to three quarters of a turn counter clockwise and it was fishtailed out. When inspecting the anastomosis, the upper right quadrant of the staple line was open and there were no staples for this section. The surgeon laparoscopically sutured over this section of the staple line with silk suture and a canoe needle. Polysorb was also used in the anastomosis as per his standard procedure. The surgeon performed a leak test and there were no leaks. The device was checked for tissue donuts after firing and the roux limb side had a complete donut, but the donut from the pouch side was incomplete. The issue and repair extended the case an additional hour and twenty minutes. There was no injury to the patient.